Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator (ins) and lead were not placed in the correct location to cover their therapy needs. They had a revision approximately a year after the initial implant to move their implant to cover the right area. The patient believed that the components were just moved and not replaced. There were no user issues reported during the revision and the patient completely recovered after the revision. The patient was implanted for failed back syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.